Event description:
It was reported per mw5105998: pump kit, cadd -ms3 - pumps alarm low 'reservoir volume' (under-infusion) after 24 hours use and there is still 2ml left in the syringe. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction of UDI details and d10: brand name: cadd ms3 pump; common device name: pump, infusion. Device history review not needed as no serial number was provided.